Event description:
The event is reported as: during incoming inspection, it was noted, an incomplete seal to the package for the humidifier adaptor. No pt injury reported.

Manufacturer narrative:
The results of the eval are not available at the time of this report.